Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 49 mg/dl and 60 mg/dl. The customer treated their low blood glucose with food. The customer's blood glucose at the time of the phone call was 141 mg/dl. The customer states that the insulin pump was in auto-mode at the time of the event, and was continuing to deliver insulin before prompting the customer to calibrate their blood glucose sensor. Troubleshooting was completed for possible over-delivery, however the insulin pump passed all testing during the call. The insulin pump will not be returned for analysis.